Manufacturer narrative:
B5: the lens exchange resolved the problem. The patient's eye is quiet and the patient is happy with the outcome. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.50 diopter in the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and a replacement lens of shorter length was implanted on same day different surgery. This was due to excessive vault; angle closure and hyperopic outcome. The replacement lens resolved the problems. H6: health effect- clinical code: 4581- hyperopic refractive outcome. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.50 diopter in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting (the lens vaulted forward), and angle closure. The patient experienced a refractive surprise. The lens was exchanged for a shorter lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).